Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they still have crowding teeth and they are loose. They had visited the dentist but did not want to participate with providing a letter of recommendation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.